Manufacturer narrative:
(B)(4) - the intraocular lens has not yet been received for analysis. The lens met all manufacturing specifications prior to release. Information received from the reporter suggests this event is not related to the device. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
One half of an intraocular lens was received. Visual inspection shows contaminants on the optic piece and one distorted haptic. All available information is included in this report.

Event description:
It was reported by the surgery center that an intraocular lens (iol) intended for placement in the posterior capsular bag was implanted in the patient's sulcus. Following implant it appeared the iol would fall into the posterior chamber. The iol was cut and removed. The reporter could not confirm if the incision was enlarged to remove the lens.